Event description:
The patient was undergoing a coil embolization procedure to treat a splenic bleed using ruby coils, a non-penumbra microcatheter, and a guidewire. It was reported that the patient¿s anatomy was moderately tortuous. During the procedure, while advancing the first ruby coil through the microcatheter, the physician experienced resistance and noticed that the first ruby coil unintentionally detached halfway in the microcatheter and halfway in the target location. The microcatheter containing the first detached ruby coil was removed. The physician then advanced a second ruby coil into the target location and noticed that the second ruby coil was not packing tightly. Therefore, the physician decided to retract the second ruby coil to reposition. While retracting the second ruby coil, the physician experienced resistance and noticed that the second ruby coil had also unintentionally detached halfway in the microcatheter and halfway in the target location. Therefore, the microcatheter containing the second ruby coil was removed. The procedure was completed using two additional ruby coils and another microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2024-00198 .